Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated her infusion device began beeping and the display screen was blank. She stated the infusion device then shut down without warning. She stated that she was aware of the recall, but she had forgotten to change the power pack as instructed. She stated that she inserted a new power pack and the infusion device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.